Event description:
It was reported that the bd plastipak 1ml syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: the user detected a blue particle inside the syringe. According to them, they noticed it as well while drawing medication up but it was there before drawing medication up.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample along with photos were provided to our quality team for investigation. Upon inspection of both the photos and physical sample, a rigid blue particle was observed inside the syringe. Characterization testing was performed and found the particle was consistent with material from the ear plugs used by personnel within the molding area. A device history review was performed for the reported lot 2306030, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the piece likely entered the product between the molding and assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak 1ml syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: the user detected a blue particle inside the syringe. According to them, they noticed it as well while drawing medication up but it was there before drawing medication up.